Event description:
Allegedly, patient was revised due to peri-prosthetic fracture stem revision njr number: 4982835, side:r, primary asa: p1 - fit and healthy.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.